Event description:
Customer reported unexpected negative reactions on the echo, using the capture-r ready-ID, lot id090 when testing a specimen containing anti-fya. Not all fy(a+) cells reacted with the specimen.

Manufacturer narrative:
The instrument appeared to be operating within specifications. The reactivity of the fya antigen was confirmed on retention capture-r ready-ID, lot id090. The customer did not return sample for investigation testing. It is not possible to rule out the nature of the sample as a cause of the event.